Event description:
The manufacturer received information alleging a ventilator's display screen was frozen. There was no harm or injury reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : device not returned.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator's display screen was frozen. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. During the evaluation of the device at the manufacturer's service center, service required codes were found in the ventilator's downloaded error log. The device's system board and internal battery were replaced to address the issues. In addition of the above evaluation, the device's muffler, tubing blower chassis, tubing fio2, tubing-low flow o2 and tubing system board needs to be replaced due to the contamination. The device's blower was recalibrated and software was uploaded to the latest version.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator's display screen was frozen. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. During the evaluation of the device at the manufacturer's service center, service required codes were found in the ventilator's downloaded error log. The device's system board and internal battery were replaced to address the issues. In addition of the above evaluation, the device's muffler, tubing blower chassis, tubing fio2, tubing-low flow o2 and tubing system board needs to be replaced due to the contamination. The device's blower was recalibrated and software was uploaded to the latest version. The system board and internal battery were evaluated by the manufacturer's product investigation laboratory (pil) and found the system board and internal battery functioned as designed and operated without issue or error codes.